Event description:
The figure 8 had slipped out of its slot. The pt loss approx 1800cc of blood. Dr closed and decided to defer further intervention until the pt had recovered and then to try and do another procedure. The problems encountered originated from access issues, namely pt selection. Pt had calcified and narrowed iliacs.